Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr = 1.0; second test inr = 2.1.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060415: first test inr = 1.0; second test inr = 2.1; mean = 1.55; sd = 0.77; %cv = 50%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested.